Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause for the reported issue was due to corrupt memory. The device cannot be used in AED mode to analyze and deliver a shock and no ECG is available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device booted up with a white screen on the second time it was powered on. The device then began rebooting multiple times before booting up correctly. Physio replaced the user interface pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a white screen and the service indicator is present upon attempting the user test. In addition, there are multiple event codes logged in the device's memory. A white screen and one of the event codes logged in the device's memory are indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.